Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. The pods cannula was also found to be dislodged from the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 535 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother reported the cannula had dislodged from the infusion site (arm). Symptoms reported include vomiting, dehydration and the presence of large ketones. The patient was treated with intravenous fluids, a manual injection (2 units) and a new pod was applied in the ER. Patient was still at the ER at the time of reporting, but patient's mother stated he was planned to be discharged same day as symptoms were improving. The patient's blood glucose and insulin history is as follows: (B)(6).